Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 31 mg/dl (aviva system 1) and 92 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with a1 patient identifier (B)(6) for the aviva system 1.